Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-medical device ¿ problem code (1) -code corrected to "2979" the device was returned to the factory for evaluation on 08/14/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The connector end of the endoscope was observed to be intact with no visual defects observed. The black o-ring was observed to be out of the base of the endoscope. No other visual defects were observed. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the tip of the endoscope. The black o-ring was observed to be out of the base of the endoscope. No other visual defects were observed. No imaging test was conducted due to the popped out o- ring. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation, the reported failure "material protrusion / extrusion" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure 7mm extended length endoscope was damaged in the sterile processing department. The scope was inspected by two staff members prior to transporting to sterile processing after the procedure and was in perfect condition. The workroom called them and said the seal/black rubber was damaged. The damage occurred during decontamination/cleaning and did not reach the patient in any way. There was no patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.